Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered that fluid leaked onto the floor when they woke up to use the bathroom during their pd treatment. The patient reported there were no system messages or alarms. Fluid was not in the pump module area or on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient could not confirm which line the fluid leaked from but noted that the tubing was pinched. Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. There was no patient serious injury or medical intervention required as a result of this event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available to be returned for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered that fluid leaked onto the floor when they woke up to use the bathroom during their pd treatment. The patient reported there were no system messages or alarms. Fluid was not in the pump module area or on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient could not confirm which line the fluid leaked from but noted that the tubing was pinched. Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. There was no patient serious injury or medical intervention required as a result of this event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available to be returned for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.